Event description:
It was reported that it was difficult to remove water from the foley catheter during pretest. The user tried to deflate balloon by spontaneous or gentle deflation by syringe. About 10 ml of water was aspirated by syringe. It was stated that the user tried to deflate using syringe for one minute and 30 seconds and the balloon was deflated completely. However, usually the balloon could be deflated within 20-40 seconds.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The reported failure is within specification as the reported failure could not be reproduced. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A device history record review was not required as the investigation was unconfirmed. The investigation was concluded, and no additional action is required at this time. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that it was difficult to remove water from the foley catheter during pretest. The user tried to deflate balloon by spontaneous or gentle deflation by syringe. About 10 ml of water was aspirated by syringe. It was stated that the user tried to deflate using syringe for one minute and 30 seconds and the balloon was deflated completely. However, usually the balloon could be deflated within 20-40 seconds.